Event description:
Non-invasive blood pressure (nibp), failed in middle of case. Verified parameter and setting no longer in monitor. Tried through configuration mode to re-establish parameter without success. Rebooted unit and still not successful. Replaced unit and verified it took bp of patient.